Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should additional inf become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had an ams sling implanted to treat for urinary incontinence. The type of sling was not provided. Additional info indicates that the pt experienced device failure and recurring incontinence. A non-ams sling was placed 3 months prior to an alternate ams continence device being implanted on (B)(6) 2013.